Manufacturer narrative:
A follow-up medwatch will be submitted when further information becomes available.

Event description:
It was reported that high pressure across the membrane during the treatment was occurred. Customer changed the product during treatment. No harm to any person was reported. Since the failure was occurred during treatment and a product change was required, the complaint is reportable. Complaint # (B)(4).

Manufacturer narrative:
It was reported that high pressure across the membrane during the treatment was occurred. Customer changed the product during treatment. No harm to any person was reported. The sample was investigated at maquet cardiopulmonary gmbh laboratory on 2025-07-08. A flow test was performed that records pressure values for both arterial and vevnous side of oxygenator. There could not be found any abnormalities during the test. Further, a visual inspection shows no damage or visible clot formation inside oxygenation. Based on this, there could not be found any malfunction on oxygenator that could cause the reported failure. Based on the investigation results, there could not be found any failure with the product ¿oxygenator¿, therefore it is not possible to determine the technical cause of the failure. Further, the production history record (DHR) of the affected quadrox-I adult with lot # 3000417645 was reviewed on 2025-04-11 according to the DHR results, the product quadrox-I adult passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. The production history record (DHR) of the affected hqv 7404#quadrox "I" hl pack with lot# 3000435586 was reviewed on 2025-03-17. According to the DHR result, the product hqv 7404#quadrox "I" hl pack passed the defined manufacturing and final release specifications. There is no indication on manufacturing issues. Thus production related influences are unlikely. Based on these, complaint could not be confirmed. The occurrence rate was calculated for the reported failure and product and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).